Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.